Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The iliac vessels were reported to be not tortuous with little calcification. Aneurysm morphology is unknown. It was reported that a new 16 french cook sheath was accidentally used in the case. When the physician attempted to retract the graft cover, the graft cover broke at the end of the torque handle. The device was removed. An old 16 french cook sheath was inserted, and another delivery catheter of the same size was successfully deployed. No clinical sequelae were reported, and the patient is reported to be fine. Returned goods investigation of the delivery catheter has been completed. The stent graft had been partially deployed, and the graft cover had been twisted, pinched, and broken. The damage indicates that excessive torque and longitudinal stress were applied to the graft cover. The longitudinal stress most likely led to the breaking of the graft cover. The damage to the graft cover and information received from the field indicates that the sheath may have contributed to the reported deployment difficulties.